Event description:
The manufacturer was notified on (B)(4) 2015 that a patient with a mitroflow valve (lxa, size 21, serial # unknown) was in the hospital due to stenosis. The valve remains implanted and no further information is provided.

Manufacturer narrative:
Result = the valve is still implanted, no serial number provided.